Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device over infused octreotide. The pump was programed to infuse octreotide (500mg) at a rate of 10ml/hour over 50 hours. The infusion was reported complete in 5 minutes. There was a patient involvement but no harm.

Manufacturer narrative:
(B)(4). This supplemental MDR is submitted to report the device failures identified during servicing activity. Note that the initial report was inadvertently submitted as the issue was already captured under MFR report # 2016493-2022-102439.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no patient involvement associated with the reported failure as it was observed by the manufacturer during servicing activity.

Event description:
It was reported that the device over infused octreotide. The pump was programed to infuse octreotide (500mg) at a rate of 10ml/hour over 50 hours. The infusion was reported complete in 5 minutes. There was a patient involvement but no harm.

Manufacturer narrative:
Correction: please disregard this MFR report # 2016493-2022-102371 as this was sent as a duplicate of the previously reported event captured under MFR report # 2016493-2022-102439.